Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the calcified left common femoral artery was attempted with proglide devices, via a 6fr sheath, using a pre-close technique, prior to heart surgery. Reportedly, with one proglide device, a suture break occurred when the plunger was pulled out. The sheath was upsized to 18fr and the the heart surgery was completed. Hemostasis was accomplished with two successfully preplaced proglide sutures. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. The suture break was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to calcification at the access site and the treatment appears to be related to circumstances of the procedure as another proglide was used to achieve hemostasis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.